Event description:
Reporter indicated the patient's left vocal cord was paralyzed as a result of the vns implant surgery. The vns is currently activated and the patient is doing well. The patient's voice is reported as "normal." There were not any interventions done for the vocal cord paralysis other than letting the patient recover from her surgery.

Event description:
Reporter indicated the patient's voice has "returned to normal" and the vocal cord paralysis was felt to be due to the vns revision surgery which occurred on (B)(6) 2012.it has not been confirmed if the vns has been activated.attempts for additional information are still in progress.

Event description:
Reporter indicated a patient developed vocal cord paralysis following vns lead and generator replacement surgery on (B)(6) 2012. Attempts for additional information are in progress.